Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a desat alarm did not occur for bed 7 on (B)(6) 2018 from 15:40 to 15:50. The patient required a tracheotomy, thus this is considered a serious injury. The patient was admitted for chronic obstructive bronchitis.

Manufacturer narrative:
No device malfunction occurred. Per communications with the fse, after discussion with the head of the care unit, it was determined/agreed that there had been a misinterpretation by the nurse and the management of the alarms. The spo2 signal was inadequate to provide a good measurement, and it was advised to use spo2 sensors suitable for unstable patients. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.